Event description:
The hcp reported the patient had been experiencing diminished pain control, in spite of increased infusion. A pump myelogram with rotor study was performed in 2005. The results were not reported. The catheter was discovered to be occluded. The pump and the catheter were explanted and replaced. The patient is reported to be currently stable with the new pump.